Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. During preparation for testing, an attempt to evaluate the sheath for leak and aspiration performance was unsuccessful. A leak from the hemostatic valves was detected as deionized water was injected into the flush lumen port to purge air out of the sheath. Due to the leakage, air could not be completely purged out of the sheath and testing could not be performed. Dissection of the handle cap found the flush lumen clotted with blood around the adhesive filet bond. After removal of blood clot, the flush lumen was found to be torn where the adhesive filet bonds the lumen to the valve hub, which created a significant leak path. Inspection of the hemostatic valves did not find any defects that could have contributed to the allegation; therefore, identifying the flush lumen defect as the cause of this allegation and the failure seen during preparation. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. After gaining transeptal access using the versacross dilator and wire, the sheath was aspirated while inserting a non-boston scientific mapping catheter into the sheath. However, microbubbles were observed every time the plunger was pulled back on the syringe. Bubbles were observed in the flush line of the sheath. The sheath was re-flushed, but this did not resolve the issue. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. After gaining transeptal access using the versacross dilator and wire, the sheath was aspirated while inserting a non-boston scientific mapping catheter into the sheath. However, microbubbles were observed every time the plunger was pulled back on the syringe. Bubbles were observed in the flush line of the sheath. The sheath was re-flushed, but this did not resolve the issue. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.